Event description:
It was reported by the pt that she experienced two corneal infections as a result of contact lens wear. It was also reported by the pt that she was treated for six weeks by an ophthalmologist. The symptoms reported included photophobia and blurred vision. Follow-up information received on (B)(6) 2012, from the ophthalmologist indicated that the pt was diagnosed with an infectious central corneal ulcer in the right eye. The pt first experienced symptoms between (B)(6) 2011 and sought treatment on (B)(6) 2011. The ophthalmologist noted multiple tiny infiltrates with an overlying diffuse infiltrate (4 mm). The pt presented with severe pain and moderate redness. There was mild corneal staining observed. The pt was prescribed tobramycin (15 mg/cc) and vancomycin (25 mg/cc) once every hour. A permanent scar was noted during the examination. The event resolved on (B)(6) 2011.

Manufacturer narrative:
The date of event was listed by the ophthalmologist as approximately between (B)(6) 2011. The actual place of manufacture could not be determined as no lot number was made available; therefore, (B)(6) was chosen randomly from the two manufacturing sites that produce the reported product. (B)(4). The reported product was not returned for evaluation and lot information was requested but has not been made available at this time; therefore, the root cause could not be determined. (B)(4).